Manufacturer narrative:
(B)(4). Batch # m52g4e. Additional information was requested and the following was obtained: will all pieces be returned with the device? No information. If no, how were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing knob was broken off when it was moved forcibly at the first firing on the appendix. However, since the firing was completed and deployed staples were formed properly before the event occurred, the device was removed from the patient to complete the case. No pieces fell into the patient. There were no adverse consequences to the patient.